Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device (drill and screw guide). The investigation of the complained instrument shows that the positioning pin of the drill and screw guide are indeed completely broken off (pin is even missing). The device history record was researched and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on these findings we conclude that the cause of failure is not due to manufacturing non-conformances. It is likely that high mechanical forces were applied causing the breakage of the pin. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the drill guide broke off. The surgeon inserted the drill guide´s small tip into the vectra plate´s small hole adjacent to the screw hole. He was not sure if he did turn the drill guide while the tip was in the small hole. The surgeon was able to find and remove the broken tip from the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.